Event description:
Philips received a complaint by the respiratory therapist on the v60 indicating that a 110a "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The respiratory therapist called technical support to report that a 110a "proximal pressure sensor autozero failed" alarm error occurred. The biomedical engineer (bme) reviewed the event log but could not verify that the 110a error code was logged. The bme powered up the device in ventilation mode several times but could not duplicate the 110a alarm error. The remote service engineer (rse) reviewed the suggested repair for the 110a alarm error with the bme and advised the bme to replace solenoids 3 and 4 if the 110a alarm error was duplicated or found in the log. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair and whether the device was placed back in service, but no response was received. This file is closed and can be reopened if new information becomes available.